Event description:
It was reported that the 2800 system locked up with a communication error when the foot pedal was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The right monitor was replaced by the customer. The customer cancelled the service call.